Event description:
A malfunction was reported with a code malf 12 on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reappears, which the caller understood.